Event description:
It was reported that the device settings were not saving, and it needed a new clock battery. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device circuit board, which was determined to be faulty. In addition, the device display and upstream occlusion seal were damaged, and the device o-ring was missing.the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.the affected components will be repaired or replaced.